Event description:
During stenting of the distal sfa on a male pt, the physician was pulling the flexor balkin guiding sheath back from the left iliac when it separated and broke in separate pieces. Info was provided that the groin of the pt was tight and a dilator was not placed in the sheath prior to removal. Access was gained from the right groin in snare the fractured sheath and remove it from the pt's iliac. The fractured device was successfully removed from the pt. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.